Manufacturer narrative:
The pad device was installed on (B)(6) 2012. On (B)(6) 2012 the device passed a weekly self test but it appears the device did not turn on after this. On (B)(6) 2012 multiple events of 10 min duration would indicate the device was switching itself on automatically. On (B)(6) 2012 a new pad-pak was inserted. The problem with the device was attributed to a fault with the c9 component. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 500p device is for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was emitting a "memory full" warning message. A device left in this fault mode, if left undetected could result in the battery becoming depleted.